Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were there any issues experienced with device in the initial surgical procedure? Was a leak test performed? Unknown if so, what was the result? How has the leak identified? Unknown. What was discovered at the site of the leak during secondary procedure? Less than 1cm leak at top of staple line. Were there any issues noted with staple formation at any point throughout the care of the patient? Unknown. If so, please describe shape and location. Additional information received: the surgeon has been using ethicon powered staplers for the past 3-4 years and endo gia prior. He does not use buttressing material. There were no difficulties experienced with device in initial procedure. The surgeon typically does not pulse fire. It is unknown if he waits 15 seconds prior to firing. On the last firing of sleeve, it is unknown how much tissue is left. No imaging from procedures provided to date. The surgeon stated that these were straight forward sleeve procedures and approximately 500th case. Unremarkable case-patient returned to the ER with fluid collection. Contrast studies performed and no leaks detected. A few weeks later, a tear at the ge junction and fluid collection around left lung. A couple of stents and clips used. Patient still shows very small leak. Second patient was a male. Post-op day 4 a CT scan showed pneumoperitoneum. A stent was placed but migrated and another was placed. Leak was at angle of his- very proximal end of last firing with blue reload. There were no staple formation issues noted after all firing. The surgeon uses a 50fr. Bougie. Typical reload selection is black first, green, then gold the rest of the way. No procedure videos are available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative of sleeve gastrectomy procedure, a leak occurred on the last firing of a gst60b. The patient initially did well, now at hospital requiring several ir and gi procedures.